Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient has experienced high blood glucose and treated with correction bolus via pump and injection because it was mentioned that the patient did not fill the cartridge with insulin at room temperature on (B)(6) 2026.